Manufacturer narrative:
Guideliner was returned to vsi for evaluation. The guideliner pushrod was separating from the proximal half-pipe. The manufacturing records were reviewed, and there were no nonconformances related to this lot, therefore, supporting the device met material, assembly, and performance specifications. The event description states the guideliner broke apart. The underside of the guideliner had the push rod exposed through the pebax material. No other damage was noted. An internal corrective action was initiated to further investigate. Per the investigation, no probable cause was determined, no root cause could be established.

Manufacturer narrative:
Manufacturing record was reviewed. There were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: guideliner "break apart" the half pipe piece separated from the wire. Noticed it when they pulled it out at end of procedure. Reported no medical intervention, or patient injury.